Event description:
It was reported that the pump and catheter were explanted due to infection. Onset of infection was indicated as (B)(6) 2012. Patient was last refilled on (B)(6) 2012. Patient experienced redness, swelling, drainage and pain at the device pocket. Culture isolated (B)(6). Patient was started on IV antibiotics. Following total device system removal patient experienced drug withdrawal symptoms especially confusion, agitation.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).